Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5517f501, triathlon p/a cr beaded #5l, lot js69t; 5536b500, tritanium bplate triathlon s5, lot ctd42181; 5552-l-381, tritanium patella-asymmetric, lot k4nt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had bilateral simultaneous index tka on (B)(6) 2020. Patient complains of left pain and suspicion of pji. Undergoes revision on (B)(6) 2021 for pji. I&d and poly exchange only.